Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon examination, it was discovered that there were episodes of high ventricular rate due to right ventricular lead noise. The r wave, capture threshold, and impedance values were stable. Isometric testing maneuvers were performed and noise was reproduced with pocket manipulation. The lead was then reprogrammed and no additional lead noise events were observed. There were no adverse consequences to the patient and the patient was discharged from the visit.